Manufacturer narrative:
Batch review performed on 13 october 2023. Lot 183050: (B)(4) items manufactured and released on 02-july-2018. Expiration date: 2023-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 4 years 10 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.